Manufacturer narrative:
The patient experienced difficulty with button presses. Evidence indicated that he cleared the basal program and was unable to program the correct the basal rates. In addition, the pump was suspended and he did not know how to resume insulin delivery. Customer support recommended that he use an alternate method of insulin delivery and seek assistance from his health care provider. There is no allegation of pump malfunction. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported blood glucose 231 mg/dl one hour previous to the phone call to customer support. A family member checked the patient's blood glucose at the request of customer support and reported it was 535 mg/dl. The patient denied symptoms of hyperglycemia and does not check ketones. He stated that his pump had emitted an alarm and he was uncertain what to do. The pump alarmed during the contact; the patient identified the alarm as "pump is suspended due to basal edit not being saved." Customer support reported that the patient was a poor historian and was not making clear statements. The patient said that he thought that the pump settings may have been changed last month, but is not certain. After multiple attempts the patient was able to resume insulin delivery and activate the current basal program. The patient then reported that the basal rate on the home screen says 0.00 units per hour. The patient could not verbalize current pump settings or basal rates. Customer support advised the patient to use his backup plan for insulin delivery and to confirm pump settings and basal rates with his health care provider prior to further pump use. This complaint is being reported as hyperglycemia related to user errors.